Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description thursday 4/18 was provided notice of a levophed drip stopping and followed up for additional details. Was able to track down the nurse 4/19 and speak regarding the incident. The pump was infusing levophed on a patient in the ciccu with repeated air in line alarms. The nurse was unable to troubleshoot the air in line alarms despite repeated attempts and as patient map began to fall he became concerned. He took the levophed off the pump and used drip count to infuse while another nurse got a new pump and levophed set up. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.